Manufacturer narrative:
(B)(4). Batch # m52g42. Closure link pin, pan. Photo analysis: conclusion: the analysis found that one ec60 device was returned in good visual conditions and with an ecr60d cartridge reload present. The returned cartridge reload was received fully fired and with the cartridge pan bent at proximal end. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. Upon firing, the device was disassembled to verify the internal components and the closure link pin was found out of position. No conclusion could be reached as to how closure link pin became out of position or the cartridge pan to be bent. No conclusion could be reached on what may have caused the cartridge to be damaged. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Photographic analysis: upon visual inspection of the pictures, it appears that a closure link pin was inside of the sterile package. Although no conclusion could be reached on how the closure link pin was introduced inside the tray, it is possible that the pin may have fallen from inside the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing. They used the manual release lever many times, but failed. The sound of shaking was heard from the device body and a small metal part fell out. The jaw could be opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.